Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead was symptomatic due to intermittent exit block. The cause of the exit block was unable to be determined. Pacing inhibition was observed and an increase in pacing threshold measurements was noted. An invasive procedure was performed. The device was successfully explanted and the rv lead was surgically abandoned. A new system was implanted. No additional adverse patient effects were reported.